Event description:
One touch profile meter would prompt "not ok". Patient reported that the message appeared following the insertion of a test strip. Paramedics were called. A reading of "203 mg/dl" was obtained on the emt meter. No treatment was administered. The customer service representative confirmed that the patient had been testing using correct techniques. Patient's meter was replaced due to an unresolved "not ok" message. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.